Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 850 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient tried boluses several times but that did not lower the bg levels. Patient was taken to the hospital. Pod was removed at the hospital. When removed from the infusion site (abdomen), the pod's cannula was found bent. Pod was then discarded. The patient was then diagnosed with diabetic ketoacidosis (dka). Patient was treated with intravenous therapy.